Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the kit was opened the guidewire that was supposed to be in the sheath was missing. This was discovered prior to patient use and another kit was opened to complete the procedure. The device was not used in/on the patient.

Event description:
It was reported that when the kit was opened the guidewire that was supposed to be in the sheath was missing. This was discovered prior to patient use and another kit was opened to complete the procedure. The device was not used in/on the patient.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. One unused powerport MRI implantable port with 6fr polyurethane catheter kit were returned for evaluation. No guide wire was returned with the powerport kit. However, the investigation will remain inconclusive for alleged missing component, as the kit was returned open. The most likely root cause is manufacturing related. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2019).